Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gyn procedure, the jaws did not open after sealing. The device was removed from the tissue by force. There was no patient injury or tissue damage, and a new device was used to continue the procedure.

Manufacturer narrative:
Correction:evaluation summary: one used (B)(4) ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection noted eschar on jaw seal plates. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking or device locking on tissue occurred during testing of the device. The investigation found the device to function normally and within specifications. The instructions for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.